Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, cardiac tamponade developed due to a left ventricle perforation caused by a super stiff guidewire. Pericardial drainage was performed and the valve was successfully implanted. Using the extracorporeal circulation system, a repair procedure was performed for the left ventricle and an intra-aortic balloon pump (iabp) was placed. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the left ventricle perforation was caused by a non-medtronic guidewire.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.